Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to produce x-rays. Fse checked the log files and found no network connection image detection. Fse replaced the image processing pc (ippc) to flat detector controller (fdc) cables and redownload the fdc software, but the issue persisted. Fse redownload the ippc software, which failed. Fse found the ippc was defective. To resolve the issue, fse replaced the ippc, redownload the software, performed database consistency repair, and recreated the database. After which the system was returned to good working condition. The defective ippc was returned to philips for failure analysis. The cause of the failure was found to be the ippc being unable to connect to the network, and the failed components were the motherboard or dual-in-line memory module (dimm). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.